Event description:
Insulin gauge displayed amount different than expected. There was no adverse impact to the customer's blood glucose level. Customer resolved the issue by refilling and reloading the same cartridge.